Event description:
It was reported that the customer had an issue with the battery life lasting about 2 weeks using rechargeable batteries. Customer received a failed battery test and sometimes has to press harder on the buttons. Customer also has scratches on the screen and sometimes the pump makes louder noises than usual when rewinding. Sometimes the pump shuts off without giving any warning. Customer stated there were unexplained no delivery alarms. Customer had a software error alarm. Customer mentioned that he can read the screen and the pump is still functioning. Customer stated that the scratches are probably from having keys in his pocket with the pump and normal wear and tear. Troubleshooting was performed and customer did not receive another failed battery test alarm. Insulin pump will need to be replaced due to the software error alarm. Customer was advised to discontinue use of the pump. Customer declined troubleshooting for no delivery alarms. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.